Event description:
Additional information received reporting that the current patient condition was resolved.

Manufacturer narrative:
Additional information is provided in sections b.5, d.1, d.4 and h.4 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that foreign particles were found in the anterior chamber of a patient¿s eye after cataract surgery, which were released from the ophthalmic handpiece. The patient required an additional surgical procedure to remove the particles. The current condition of the patient is unknown. This complaint is pertaining the two of three patients received from the initial reporter.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Therefore, based upon the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. The relevant complaint found was reviewed as part of this investigation. The complaint was for the same event code and is still under investigation. The photographs confirm the presence of an (intraocular) foreign body. Additional photos also show residue on the handpiece itself. However, none of these foreign bodies (or residues) were returned for testing. As such, the issue cannot be conclusively determined. Based on the information obtained, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.